Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that while attempting to treat a (B)(6) year-old, male patient in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device activity log was returned. Review of the device activity log does show multiple pads off messages. This is not an indication of a device malfunction; however this does indicate a connection between the patient and the device. The log review does support the customer's communication about not initially prepping the patient, and once it was done, using the same pad set on the patient. Investigation is being closed as related to patient preparation. It is noteworthy to mention the device and electrode pads used at the time of the reported event were not returned to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.